Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated erroneous sodium, potassium, calcium and chloride results and that there was a leak in the ion selective electrode compartment. Customer stated that erroneous results were not reported outside the laboratory and that no one was harmed or affected by the instrument issues. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to check the tube fittings. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found that the electrolyte injection cup (eic) valve was broken. The fse then replaced the eic valve and verified instrument performance to ensure that the services performed effectively resolved the instrument issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).